Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The treatment was for a severely calcified lesion in the left anterior descending artery (lad). The lesion was predilated with a 2.5 x 14 mm invatic avion balloon. After predilation the physician successfully deployed a taxus express2 -3.0 x 16 mm stent at 12 atms. Upon withdrawal the physician felt the balloon was sticking to the stent. The physician successfully removed the balloon from the stent by inflating to 18 atms and deflating. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."